Event description:
The reporter stated that the pump delivered two unprogrammed boluses in the early morning hours of (B)(6) 2012 and the patient subsequently experienced low blood glucose (bg). She stated that the patient went to bed with bg in target range, and awoke between 2 and 3 am "feeling low." The reporter stated that the patient did not test his bg at that time but treated with juice and went back to bed. The reporter noted that the patient again awoke later in the morning "feeling low", and again treated with juice prior to testing. The patient's bg when tested after consuming juice was reportedly 50 mg/dl at 7 am on (B)(6) 2012. The patient was reportedly removed from the pump until 10 am, at which time his bg tested as 150 mg/dl. The reporter stated that the patient's bg remained within target range for the rest of the day. A review of the bolus history indicated that two boluses that were not programmed by the patient occurred: an 8.8 unit bolus at 12:25 am (B)(6) 2012, and a 14.55 unit bolus at 4:16 am on (B)(6) 2012. Customer support advised the patient to discontinue insulin pump therapy and go on a back-up plan for insulin delivery until a replacement pump could be sent. This complaint is being reported because the patient allegedly experienced hypoglycemia after the pump delivered boluses that were not programmed by the user.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no unprogrammed boluses occurring. A review of the bolus history confirmed that two boluses occurred on (B)(6) 2012 at 12:25 am and 4:16 am. There were no alarms related to the complaint observed in the alarm history. An ezprime operation was performed with no difficulties. The keypad buttons were found to be responding normally to button presses; there was no delayed responsiveness or hypersensitivity found with the keypad buttons. The bolus button was inspected and was found to be intact and responding normally. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation; the complaint could not be confirmed or duplicated.